Event description:
Samples are not available. PICC break in the vessel. It was surgically removed. The second occurrence was the break on the outside of the vessel, necessitating the removal and the patient undergo new procedure.

Manufacturer narrative:
This incident was reported to becton dickenson by (B)(6). Customer information is confidential and no further information was provided for this incident. Product is question was not returned to argon medical for evaluation. The product fema, the lot device history record and the inspection record were reviewed for any discrepancy reports and no anomaly was found. An exact root cause is unable to be determined since the sample has not been returned for evaluation and no further information was provided for the evaluation.